Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was reported to be discarded. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information. The other prostar device, referenced was filed under a separate medwatch manufacturer report reference number.

Event description:
It was reported that suture placement with a prostar xl device was attempted in the common femoral artery using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. The arteriotomy was a 14fr. Reportedly, resistance was met when back-loading the prostar xl device over the guide wire. A second prostar xl device was used with the same results. Another prostar xl device was used for successful suture placement using the preclose technique. The tavi procedure was completed and hemostasis was achieved using the pre-placed prostar xl sutures. There was no reported adverse patient sequela. There was no reported clinically significant delay in the entire procedure. It was reported that the physician is trained in the use of the prostar xl device and established in the preclose technique. No additional information was provided.

Manufacturer narrative:
(B)(4). The device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A conclusive cause for the reported difficulty to insert the guide wire could not be determined. The treatment appears to be related to procedure circumstance. Unused, sterile representative samples were successfully tested and no malfunction was noted. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device.